Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported probe images are flipped like a mirror. Anything they attempt to do appears on the other side of the image. Had them reset the settings for both the ultrasound and cue. Power cycled unit. Same issue. Customer unable to advise me on when it was working last as he's calling in for his clinician. Verified they are not holding the probe improperly. Advised them to update the software and see if that resolves their issue. Found the issue was that the customer was using the probe backwards. No patient impact.